Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they received new battery cap but after inserting it on the insulin pump it did not turned on at all. The display did not return. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.